Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pregnancy with contraceptive device ("became pregnant after the implant") and genital haemorrhage ("severe clotting") in a female patient who received essure for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient's last menstrual period was on an unknown date. The patient was treated with hysterectomy and bilateral salpingectomy in 2015. Essure was withdrawn. At the time of the report, the pelvic pain, pregnancy with contraceptive device and genital haemorrhage outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain, pregnancy with contraceptive device and genital haemorrhage to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and severe clotting (seen as genital bleeding). She also became pregnant (pregnancy outcome was not reported). Coils were removed approximately 5 years after insertion. All these reported events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this present case, it was not reported whether plaintiff underwent confirmation test and conception date was also not reported. Despite the lack of essential information, a device failure cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy and bilateral salpingectomy). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and severe clotting (seen as genital bleeding). She also became pregnant (pregnancy outcome was not reported). Coils were removed approximately 5 years after insertion. All these reported events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this present case, it was not reported whether plaintiff underwent confirmation test and conception date was also not reported. Despite the lack of essential information, a device failure cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy and bilateral salpingectomy). The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.